Manufacturer narrative:
D9: device was received on 7/11/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log found a force sensor error. Power up process, checked calibrations, visual inspection and functional tests were performed. It was found that the force sensor was out of calibration. Recalibrated the force sensor in order to fix the issue.

Manufacturer narrative:
Unknown; no information has been provided to date. Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor error. Per reporter, this issue was discovered when the nurse attempted to use it on the patient. No patient harm/adverse event was reported.